Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event / incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event / incident was completed. An examination of medical records and / or medical imaging received by endologix does not confirm the reported intraoperative type ia endoleak, hypotension, renal artery rupture, renal artery occlusion, and death due to a lack of relevant medical records and imaging. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The procedure-related harms identified were hypotension, renal occlusion, and renal rupture. Contributing factors to the reported event include the following: thickened neck calcifications (cautionary product use) could have contributed to the type ia endoleak, concomitant product use of a non-endologix proximal extension likely contributed to the renal occlusions, and the concomitant product use of a non-compliant balloon likely contributed to the renal artery rupture and resultant hypotension. The final patient status was reported as expired. No additional investigation of this reported adverse event / incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events / incidents. Corrections: d3: manufacturer. G4: awareness date. H1: type of reportable event. H6: device codes (as evaluated); remove 3190. H6: evaluation result codes; remove 3233. H6: evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. At the conclusion of the initial procedure, a type ia endoleak was demonstrated per CT (computed tomography) scan. The physician elected to treat the endoleak by using a non-compliant balloon, and this resulted in a rupture and the patient's blood pressure dropping (hypotension). A medtronic (non-endologix) cuff was then implanted but was deployed high, and this resulted in occlusion of both renal arteries. Lastly, the physician implanted a covered bes (non-endologix) stent in the right renal but was unable to cannulate to the left. The type ia endoleak was resolved, and the patient reportedly stable and transferred to ICU (intensive care unit). Two (2) days post initial procedure, the patient expired due to a ruptured renal artery. Note: the reported rupture, hypotension, occlusion, and patient death are non-device-related due to the use of concomitant (off-label) devices at the site of the aortic rupture and renal occlusion, which resulted in the reported hypotension and death, respectively.